Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model 30010. This product was used for the di and 501k. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a plum 360 experienced device inaccuracy. The reporter stated that the "drug was delivered at a faster rate than the set flow rate." The incident happened on (B)(6)2025 at between 11am & 2pm. The status of the pump when the problem occurred was during infusion. Update: the pump was set to a line. It should have been volume 148mls to be administered over 90mins. The device was programmed the rate appeared incorrect when they see the infusion had completed too fast and rate was over 500. The infusion was intended to be administered over 90mins but instead went over 20mins. The delivery issue was noted at the end of the infusion. Exact time not known approx 13:30. The infusion was supposed to complete the full infusion volume. None was left in the container all was infused just at a faster rate. The display was stating cassette failure and rate appeared too high. The full dose of immunotherapy was delivered to the patient in the reported timeframe. The pump alarm display was stating cassette failure. There was no patient harm."

Manufacturer narrative:
Engineering cannot confirm the customer¿s claim of ¿the drug delivered at a faster rate than the set flow rate¿. The infusions delivered normally at the expected rate within the delivery tolerance as programmed. The keypress logs show the pump operated as programmed based on the hard-key presses selected by the user: the clinician selected an ml/hr automatic calculation infusion where the clinician entered the vtbi, then the duration and the rate was auto-calculated. The clinician confirmed and started the infusion by pressing the [start] and [yes] keys, respectively. The probable cause of the customer¿s claim of a faster delivery rate is due to the user entering a lower vtbi, 65ml instead of 148ml and a shorter duration, 30 minutes instead of 90 minutes. Engineering recommends service center replace the battery (identify the battery manufacturer and lot number). Apart from this, the device was working properly, and infusions were delivering as expected. Replaced battery, pressed change battery softkey. The old battery was a csb with red text. Pump passed all pvt and functional test.